Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump had a flashing display. The customer¿s blood glucose level was unknown. The customer states that the screen is flashing white states an alarm goes off when he puts battery in states it starts making noise. Troubleshooting was performed for blank display and noticed display is solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display and noise anomalies due to blank-flashing white lcd.